Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The secondary tubing set was connected to an unspecified port on an unspecified primary tubing set for a piggyback delivery of a unit of packed red blood cells (prbc). It was reported that prior to priming the secondary tubing set, the tubing of the secondary tubing set was clamped using the slide clamp. At this time, it was reported that the slide clamp cut the tubing and a 1/4 of the unit of prbc's. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.